Event description:
Bad sleep apnea episode; I am a sleep apnea sufferer and was told of a new treatment, which would be an alternative to a CPAP, called hypoglossal nerve stimulation called inspire. The original surgery was in october with the activation of the device scheduled for november. When I went to my sleep doctor's office to activate the device in november, I was told that the nerve was not healed. As a result, when the stimulator was activated by my doctor, my tongue moved opposite of the desired direction, and then, not at all. In the follow up meeting with my surgeon in early december, it was determined that the nerve was not responding appropriately and a revision surgery was required. For this procedure. The device company, inspire, wanted a "specialist" to "assist" the surgeon which would delay it until after the first of the year. Additionally, x-rays were ordered of my neck and chest to validate that the implant had not been become detached from the battery. The revision surgery was scheduled for february 12, which resulted in a second deductible. As it was later explained to me, the 4+ hour revision procedure started out as an attempt to "salvage" the initial implant. Then, it was determined that the nerve was damaged and the electrode was repositioned and attached to the hypoglossal nerve on the left side of my neck. In march, the device was activated and I was able to sleep with a low current. The quality of my sleep okay despite the awkwardness of transitioning from the CPAP to this device. However, as part of the activation, I was instructed to increase the current or settings over the next few weeks to get to a target setting "specified by the manufacturer" for the device. However, as I started to follow this instruction, I felt the quality of my sleep starting to deteriorate. I started to wake 3 hours after falling asleep with a physically tired throat. I had a severe episode where I was awakened gasping for air and my heart was pounding out of control (I haven't had this feeling since before starting my CPAP therapy.) I've started falling asleep while watching tv. All things which I never had prior to migrating to this device. Interestingly enough, I ran into another patient at my sleep doctor's office who had the same implant who shared the observation that, he too, was falling asleep in front of the tv or just sitting in a chair. Again, not a common occurrence for him. This, to me, was an indication that the "desired" settings as suggested by the manufacturer for this device are somewhat ambiguous and not well established. Aside from the fact that my two procedures exposed me to my deductible, twice, it was never shared with me that a revision procedure was a possibility, nor that my surgeon would require an "expert" from the company to "assist" him. It was supposed to be a simple surgery and the technology was supposed to be "proven" or cleared by the FDA for treating sleep apnea. I trusted the inspire story and all of their positive reviews on their webpage, the technology, high "success" rate, the scientific process, detailed data analysis and clearance from the FDA that this device would achieve the end point of addressing my sleep apnea. The revision surgery, scary apnea episode, falling asleep watching tv and what appears to be a somewhat arbitrary guidance as to how to adjust the device makes me feel as though this device should still be classified as an experimental product, at best. I don't trust it to save my life while I am sleeping and no longer use it. Not because I find fault with the concept, but because I am not impressed that the company has done an adequate job refining the technology for the safety of the patients or the success of the physicians. FDA safety report ID# (B)(4).